Manufacturer narrative:
Corin has requested explant and further information, medical records and x-rays etc from the facility. No patient details known.

Event description:
Patient was revised about 8 years after implantation.